Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on (B)(6) 2018 indicated the plug in on the right side was loose. It was noted that the antenna would not stay plugged in. The event was first noticed 3 or 4 months ago. The patient noted they lived with it for a while, then decided it was getting worse and should be replaced or repaired, so they called. The patient thought the serial number was (B)(4), but was unsure as they no longer have it. The patient noted it was on the paperwork that was returned with the device. The patient did not experience any symptoms. Circumstances that led to the event was general wear and tear of the device. The patient could not think of any steps taken to resolve the event minus calling. The patient's weight was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the device was defective. No symptoms were reported. The event date was unknown. No further complications were reported.